Manufacturer narrative:
Correction of the catalog number of the suspect medical device. The correct catalog number is a11816.

Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. Thedxc 800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The fse cleaned the flowcell and pipeline, which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified dirty flowcell and pipeline, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer regarding bad ion selective electrode (ise) sodium results.